Event description:
It was reported that a deployment issues occurred.the target lesion was located in the saphenous vein to the obtuse marginal. A 3.50x20mm promus element plus drug-eluting stent was advanced, however during deployment of the stent, the physician unintentionally deployed the proximal end of the stent in the unspecified guide catheter. When the guide catheter was removed, a large portion of the stent was pulled out of the saphenous vein graft leaving a 15 mm of the stent in the aorta and 5 mm in the saphenous vein graft. A filterwire was placed distal and pulled the filterwire back into the retrieval sheath to capture the semi deployed stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).